Event description:
The manufacturer received information alleging that the machine will not turn on. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.